Event description:
Reporter alleged, the needle from the softclix lancet device protrudes outside the end of the cap. Reporter alleged, she accidentally stuck herself with the protruding lancet. No actions or treatments were reported. A request was made for the return of the suspect device and replacement product was sent.